Event description:
It was reported that there was a lead warning on the right ventricular lead for increased impedance that is now high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the lead impedance is now undefined and there is a possible ventricular capture issue.